Manufacturer narrative:
Additional information: d6a, d6b, h4, h6. The reported event could not be confirmed, as the device was not returned for investigation and no images of the device or x-rays were available. The plate was implanted, all broken fragments were retrieved, and due to multiple plates and screws used in a bilateral fracture, it was not possible to link specific screws to specific plates; despite several requests, the device was not returned for investigation. Review of manufacturing and inspection records found no issues related to the reported event. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the sagittal plate implanted on the left side of the mandible was broken at the anterior medial screw hole.